Event description:
Engineering inspection of all the potentiometers of the unit found the following pots bad: the pots were upper pressure limit, pclap, pslap, peep, insp rise time, inspiratory time percent, trigger sensitivity, lower alarm limit and upper alarm limit. No pt injury occurred as this unit was not on a pt. The unit is back within mfrs specs.